Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The device did not failed to meet the relevant specifications. The product used for urological care. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter. [Directions for use] 1. Method of use: the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon difficult to deflate during the pretest. It was noted that the device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest. The device was not used.